Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and migrated. During pre-discharge check, the rv lead exhibited high pacing threshold of 3.5 volts at 1.0 milliseconds thus it was suspected that the rv lead had micro-dislodgement. The ra lead was successfully repositioned yet without ideal parameter measurements. They decided to extract the existing lead and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the whole lead was returned for analysis. Upon visual observation, a setscrew mark was noted on terminal pin. There was a cut in the insulation from terminal pin likely explant damage. No irregularities noted at tip region of lead. The lead passed the direct current resistance measurement and hipot test. The allegation of dislodgement, migration and high pacing threshold could not be confirmed by analysis.